Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the administration set "broke or separated" in one area on the set during use on patients. There was no report of patient harm.

Event description:
The customer reported the administration set "broke or separated" in one area on the set during use on patients. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated was confirmed. Visual inspection observed that the vinyl tubing was completely separated from the smartsite outlet port near the distal male luer. Functional testing of the returned set was not performed due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue of no solvent being applied at the junction of the vinyl tubing during the manufacturing process.